Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The vaporizer was the likely cause of failure which is no longer manufactured. System replacement has been recommended. The customer declined ge healthcare service. No repair information available.

Event description:
It was reported that there was a malfunction resulting in insufficient agent delivery less than -20% of setting. There was no patient involvement.

Manufacturer narrative:
Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Block h4: date of deviceâ manufacture year is 2008. The month of manufacture was unavailable at time of MDR filing. Block d4: no UDI available as device was manufactured prior to UDI compliance date. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.